Event description:
Philips received a complaint on the efficia cm120 indicating during the device checks it was detected that speaker had problems. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that there was a speaker issue. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.